Manufacturer narrative:
The reported event was confirmed. Based on investigation, the root cause was attributed to a manufacturing related issue. This event is related to voluntary recall fa- wmg-2021-005 for product mix. All affected parts were recalled.

Event description:
The implant inside the box doesn't match with the reference numbers on the packaging (ascend flex ref dwf510 lot 1197aw041). No adverse consequences for the patient. Another implant with the same reference have been used to complete the procedure successfully.